Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staplers are sticking when the handle is activated and sometimes the staples do not come out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation an alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The staplers are sticking when the handle is activated and sometimes the staples do not come out. The patient's condition was reported as fine.